Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y gastric bypass, on creation of the gastric pouch, there was difficulty closing the jaws. The adapter had a load that was stuck. The user could not remove the reload from the adapter. The operator used excessive force and inadvertently dismantled the reload cartridge. The pin housing of the reload was still attached to the adapter. A manual handle was opened with a new reload attached to resolve the issue. There was no patient injury.